Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78, and manufacturing site longford to architect i2000sr analyzer, list number 03m74, and manufacturing site irving ia/cc MDR number 3016438761-2021-00252-00 has been submitted and all further information will be documented under that MDR number. H3 : after further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78, and manufacturing site longford to architect i2000sr analyzer, list number 03m74, and manufacturing site irving ia/cc MDR number 3016438761-2021-00252-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) non-pregnant patient while running on the architect i2000sr analyzer. The doctor was questioning the result. The following data was provided (reference range </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): sid (B)(6) = initial result = 1517.343 miu/ml, repeat result = < 1.20 miu/ml; result of new patient sample = < 1.20 miu/ml there was no impact to patient management reported.